Event description:
It was reported that during the set up before a hip scope, the scope had a crack and the vision was blurry. A delay greater than 30 minutes was reported and the patient was already under anesthesia. Another smith and nephew back-up device with a different part number was used to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a cracked weld, a loose prism, and a cracked negative lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, arthroscopes/ent endoscopes was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of capas, ncs, pra/hhes, and field actions found no prior escalation actions applicable to the complaint. The complaint was confirmed, and the root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip scope, the scope had a crack and the vision was blurry. A delay greater than 30 minutes was reported. Another smith and nephew back-up device was available to complete the surgery. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and f code updated.